Manufacturer narrative:
Additional device involved in this event: pxc121000/14924964. Udis for the devices: (B)(4). Concomitant medical products: patient medications - chlorthalidone, aspirin, spiriva, qvar, loratadine, simvastatin, ventolin hfa. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of right common iliac artery and abdominal aortic aneurysms using four gore excluder aaa endoprostheses and two gore excluder iliac branch endoprostheses. It was reported the procedure was completed with no issue, and final imaging showed exclusion of the aneurysms with patency of the devices. On (B)(6) 2016, the patient presented to the emergency room with a cold foot, and imaging reportedly identified complete occlusion of the left (non-ibe side) devices. The exact location of the occlusion is reportedly unknown; however, it was reported an rlt231418/14099383 and pxc121000/14924964 were implanted on the left side. The physician stated the occlusion occurred due to the patient¿s tortuous left common iliac artery. The same day, the patient was reportedly taken to the operating room whereby a femoral-femoral bypass was performed. It was reported the left common iliac artery was left occluded as the left internal iliac artery was previously coil embolized on (B)(6) 2016. Final imaging showed perfusion to the lower extremities and on the right side, and the patient tolerated the procedure.